Event description:
Consumer claims she was using the heating pad on her lower back, under her buttocks. She fell asleep and awoke to find blisters on her buttocks. She received medical treatment and was diagnosed with 3rd degree burns.

Manufacturer narrative:
Consumer admits to sitting on (crushing) the heating pad which is abuse of the product anda direct violation of the instructions and warnings provided. Consumer admits to falling asleep while using the heating pad which is a direct violation of the instructions and warnings provided. Product meets ul 130 temperature specifications with no signs of failure. This incident is the direct result of consumer misuse / abuse of the product.